Event description:
Info received indicates when the brake is engaged, the casters still swivel at foot end of the bed.

Manufacturer narrative:
The technician found the plastic stem was stripped on the casters at the foot end of the bed where the brake bar rod goes through. The facility installed four new casters to repair the bed.